Manufacturer narrative:
Date of event, explant date: estimated date . Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.00x12mm rx vision referenced filed under a separate medwatch report number.

Event description:
A 3.00x12mm rx vision balloon-expandable stent system (bess) was returned in a bio bag without any information. There were no reported adverse patient effects. The returned device analysis identified that a bmw universal guide wire was returned frozen in the bess. No additional information was provided.

Manufacturer narrative:
Visual and functional inspections were performed on the returned guide wire. A review of the electronic lot history record, corrective action tracking system for the web database review and similar incident query for this product was not performed since the part and lot number was not reported. Factors that may contribute to the resistance and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery device, coagulation of blood or procedural contaminates. Based on the lack of information provided, the investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported. There were no reported adverse patient effects. It is possible that the noted damages on the bess caused the wire to get stuck in the wire lumen; however, this could not be confirmed. The noted coil damages likely occurred during packing for return analysis. The noted bend on the tip is consistent with the tip shape process prior to use. There is no indication of a product quality issue with respect to manufacture, design or labeling.